Manufacturer narrative:
Device evaluated by manufacturer: the device received presented body fractures. Visual and tactile inspection revealed core wire fracture at 193.8cm from the proximal end. Mtac lab analysis revealed the fracture occurred due to a bending cyclic event overload and a reduction of the cross sectional area of the wire produced by circumferential wear which indicates that the rotablator came in contact with the device. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a atherectomy treatment procedure. A guiidewire fracture occurred. The lesion was located in the severely calcified mid left anterior descending artery. The physician felt strong resistance during loading the rota burr onto the rota wire. While testing the rotational speed of the burr the wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
Same case as MDR ID # 2134265-2011-01906. It was reported that during preparation for a atherectomy treatment procedure. A guiidewire fracture occurred. The lesion was located in the severely calcified mid left anterior descending artery. The physician felt strong resistance during loading the rota burr onto the rota wire. While testing the rotational speed of the burr the wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.